Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the solenoid 3 and 4 and data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting an 110b check vent: proximal pressure sensor auto zero failed, not measured and pressure-related alarms compromised. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The removed solenoid x-valve was returned to the product investigation lab (pil). The pil technician installed the solenoid x-valve into a pil ventilator to duplicate the reported issue. Pil tech performed the testing and verified/confirmed that no alarms or fault related diagnostic codes were generated during the stb operation with suspect solenoid installed into it. Pil could conclude that no problem/fault found related to returned suspect solenoid. The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pil ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. Tech could not duplicate the failure from the service. The suspect da pcba operates on the stb without issue. No fault found.